Event description:
It was reported that the patient stated this tactra was not sufficient for intercourse; therefore, the device was removed and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported.

Event description:
It was reported that the patient stated this tactra was not sufficient for intercourse; therefore, the device was removed and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported.